Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No manufacturing anomalies or changes which may have caused or contributed to the reported event were identified. No additional complaints have been reported for this lot number previously. Investigation summary: based on the x-ray images provided a fracture of the 7 x 80 mm stent, covered by this investigation could not be confirmed. The stent was placed overlapping with another stent. The vessel was found to be stenosed in the distal section of the longer stent, proximal to the overlapping zone; however, an indication for a device relation of the stenosis could not be identified. Based on the available information the investigation was closed with inconclusive results. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the IFU sufficiently addresses the potential risk. The IFU states that 'arterial occlusion/restenosis of the treated vessel' and 'stent fracture' are potential adverse events that may occur. Furthermore, the IFU states: 'cases of fracture have been reported in clinical use of the lifestent® vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced >10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture.¿ the stent deployment procedure was found to be properly addressed in the IFU. In regards to balloon dilation the IFU states: 'predilation of the lesion should be performed using standard techniques.' And 'post stent expansion with a pta catheter is recommended.' The catalog number identified has not been cleared in the us, but is similar to the lifestent stent delivery products that are cleared in the us. The 510 k number and pro code for the lifestent stent delivery products products are identified. (B)(4).

Event description:
It was reported that approximately 10 month post overlapping implant of two vascular stents, in a light tortuous and moderate calcified lesion in the sfa via the left cfa access, an alleged in-stent restenosis and stent fracture was identified under guided fluoroscopy. Reportedly, placement of a covered stent has been scheduled to treat the fractured segment . The patient is reportedly doing well with no claudication.

Manufacturer narrative:
No medical records were provided; however, images were provided to the manufacturer and are pending review. The lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway. The catalog number identified has not been cleared in the us, but is similar to the lifestent stent delivery products that are cleared in the us. The 510 k number and pro code for the lifestent stent delivery products are identified. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately two years post implant of the vascular stent, in a light tortuous and moderate calcified lesion in the sfa via the left cfa access, an alleged in-stent restenosis and stent fracture was identified under guided fluoroscopy. Reportedly, a covered stent was placed overlapping the fractured segment. The patient is reportedly doing well with no claudication.